Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer reverted to an alternate method in insulin therapy. The customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 300 mg/dl and ketones that were not identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2025 with issue resolved and no permanent damage.